Event description:
Bad headaches, severe abdominal pain, heavy periods, missed periods, 2 in one month, insomnia, bloating, back aches, cysts. Overall always feeling bad and weak. In the end, had hysterectomy (B)(6) 2014. Already feeling better.